Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation the 3.25x8mm nc trek rx balloon dilatation catheter (bdc) was noted to have the hub snapped off at the end. The device was in two separate pieces. The device was not used. Another nc trek bdc was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Subsequent to filing the initial report, additional information was received stating the device would not be returned because it has been discarded.

Event description:
It was reported that during preparation the 3.25x8mm nc trek rx balloon dilatation catheter (bdc) was noted to have the hub snapped off at the end. The device was in two separate pieces. The device was not used. Another nc trek bdc was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.